Event description:
As reported, this (B)(6) male patient required a revision about 5 months post op due to dislocation. Patient was last known to be in stable condition following the event. Devices will not be returning.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation concomitant medical device(s): 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0; 320-15-05, (B)(4) - eq rev locking screw.

Event description:
As reported, this male patient required a poly change as the patient had torn soft tissue off the shoulder structure.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, this male patient required a poly change as the patient had torn soft tissue off the shoulder structure.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the sub scapularis tear and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction. Section h11: *the following sections have corrected information: (d4) expiration date: please disregard date on first report (d6a) if implanted: (B)(6) 2016. (D6b) if explanted: (B)(6) 2017. (D10) concomitant device(s): (B)(6) torque defining screw kit, (B)(6) glenosphere locking screw, (B)(6) constrained humeral liner, 42mm, +2.5, (B)(6) humeral adapter tray, +0. (G4) PMA/510(k)number: k110708. (H4) device manufacture date: please disregard date on first report.